Event description:
It was reported that during a pulsed field ablation procedure, electrograms (egm) noise was seen on the distal electrodes. The catheter interface cable and the catheter were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702703 was returned and analyzed. During visual inspection, the catheter appeared intact without any visible issues. The slide function was stuck and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot testing confirmed the integrity of the electrode wire insulation. However, electrical continuity testing revealed an open loop at electrode 7. Further dissection revealed an electrode-to-electrode wire detachment at electrode 7. In conclusion, the catheter failed the returned product inspection due to electrode wire to electrode detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.